Event description:
It was reported that the device was explanted after an implant duration of approximately 255.7 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Received death certificate on 02/08/2010 which indicates cardiopulmonary arrest as reason for death. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, an adverse event of patient¿s death was reported by patient¿s family member. Patient family member reported death at home. A 3000tfx, 19mm was implanted in 2008. No additional information was provided..

Manufacturer narrative:
No product return.this event was determined to be reportable per edwards lifesciences procedures. The event was learned via safety officer transcatheter heart valve therapy, edwards lifesciences, a device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.